Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male pt for cardiac arrest, the device failed to allow discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired. Complainant indicated that subsequent testing did not duplicate the reported malfunction.